Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 26-apr-2024, it was reported that patient faced an infusion set was leaking at connector event. No further information available.